Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an obstructed catheter is confirmed, and the cause appears to be use-related. The sample returned was one broviac 4.2 fr single lumen catheter segment. Visual observation found that the catheter terminated distal to the clamping sleeve. Residue was found within the luer hub. The printing on the clamping sleeve was worn away. The catheter manifested tensile weakness. Functional testing found that the catheter could not initially be flushed. Cutting the adaptor away from the clamping sleeve found the adaptor could be flushed, but that it was partially obstructed. The catheter segment could still not be flushed. Microscopic evaluation found rings of brownish use residue within the luer adaptor, but no major blockage. Within the catheter, after it was bisected, a small quantity of brownish residue was found. A piece was isolated and found to appear somewhat crystalline. Microscopic evaluation found rings of use residue within the luer adaptor and an occlusion covering much of the distal end of the stem of the adaptor. Within the catheter, after it was bisected, a quantity of brownish residue was found at the location of a large clamping impression. A piece was isolated and found to appear somewhat crystalline. Accumulation of use residue, such as congealed blood or infusate, can occur when the flushing/maintenance procedures are inadequate. The material within the luer adaptor may have initially hardened, and then one or more pieces broke off, entering the catheter lumen and occluding the catheter. The material within the catheter appears consistent with precipitated infusate. This complaint is confirmed, and likely use-related. Additionally, the lot of broviac catheters reported expired in june 2015, and the complaint states that the device was inserted on (B)(6) 2017. Bard cannot recommend the use of expired product. The current IFU states the following: ¿examine package carefully before opening to confirm its integrity and that the expiration date has not passed. The device is supplied in a double sterile package and is non-pyrogenic. Do not use if package is damaged, opened or the expiration date has passed. Sterilized by ethylene oxide. Do not resterilize.¿ the current nursing procedure manual gives instruction for flushing frequency and technique, including the following: ¿flushing frequencies from once daily to once weekly have been found to be effective when the catheter is not in use. Flush with heparin after IV administration of total parenteral nutrition, IV fluids, or after medications. For frequently accessed catheters (accessed at least every 8 hours), flushing with 10 ml of sterile saline without heparin between infusions has been found to be effective.¿ a lot history review (lhr) of huwi1355 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was placed on (B)(6) 2017 in a patient for parenteral nutrition. At the end of (B)(6), the catheter showed a strong resistance (protocol of rinsing with 20 ml of ssi in the morning and 10 ml in the evening), the removal by urikinase failed. Repair done but it was observed that the catheter lumen was dirty.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of huwi1355 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
It was reported that the catheter was placed on (B)(6) 2017 in a patient for parenteral nutrition. At the end of (B)(6), the catheter showed a strong resistance (protocol of rinsing with 20 ml of ssi in the morning and 10 ml in the evening), the removal by urikinase failed. Repair done but it was observed that the catheter lumen was dirty.